Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6321536 , medical device expiration date: 2019-10-31, device manufacture date: 2016-11-16, medical device lot #: 7254568, medical device expiration date: 2020-08-31, device manufacture date: 2017-09-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after starting an IV using a bd insyte¿ autoguard¿ bc shielded IV catheter, the nurse pushed the white safety button but the needle did not retract. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis: review of dhrs revealed all required challenge samples and testing were conducted per specifications and in accordance with the in-process sampling plans. Reviews disclosed no reject activity findings throughout the builds of these lots that would impact the outcome of the quality of the product relevant to the defect stated in the event description of the pir. In process samples for needle activation were performed on various stages throughout the process, all the inspections passed per specifications. Observations and testing: received two packages from lot 6321536 of which one was opened and empty and one was sealed and contained a 20ga bd insyte autoguard IV blood control catheter unit. The unit had all components present and intact. Visual/microscopic: the unit revealed no anomalies or damage. Functional test (retraction) conducted: depressed the activation button. The needle fully retracted meeting no resistance or restriction of activation. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir; therefore this incident is indeterminate. Peura analysis: the peura (end user risk analysis) (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: yes, evaluation of the unit provided for this incident revealed no anomalies or damage and a successful retraction when tested. Investigation conclusion: confirmation of the defect of needle retraction failure, as stated in the pir, was inconclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed no anomalies or damage to any of the components that would hinder a full retraction of the needle into the barrel upon activation. Activation was successful when tested. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Did the evaluation confirm the customer¿s experience with the bd product? No; confirmation of the defect of needle retraction failure was inconclusive based on the observations and testing of the unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the defect of needle retraction failure was not achieved with the testing conducted on the unit provided for this incident; a successful retraction was achieved when the unit was tested. Root cause: relationship of device to the reported incident: indeterminate ¿ the failure was not achieved or confirmed with the unit provided for this incident and no anomalies or damage was observed therefore a definite root cause was not established.